Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck on the fill tubing screen and that the device would not progress to fill cannula. The patient was advised to disconnect from the insulin pump during this process, but he refused. However, the caller was able to successfully prime and complete his infusion set change. Additionally, the customer stated that the screen was hard to see and that the buttons were hard to press. No troubleshooting occurred regarding those issues. No products were returned or replaced.